Manufacturer narrative:
Immucor technical support advised the customer site on (B)(6) 2018 to prime the instrument probe four (4) times, and run the probe accuracy test. The customer stated that they ran the probe maintenance. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported some unexpectedly negative c antigen phenotype outcomes with a galileo echo instrument.